Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a leak at the septum of the cartridge. Customer observed the leak after inserting 250 units of insulin into the cartridge. Customer does not know if blood glucose level was impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.